Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure, bom 7 mm extended length endoscope s/n (B)(4) exhibited performance issue relating to visual clarity. The hospital did not report any patient effects.